Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. Due to multiple errors occurring on startup, the fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. A visual inspection found the unit had no significant scratches or dents, with the front bezel in decent condition. The iesu unit was placed on golden system and was run in normal mode. Error m-02-3/1-71 occurred during startup. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that error m-02 occurred against the erbe generator. The customer switched to a bovie generator. The caller could not see which arms had energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that with the instruments now connected to a 3rd party bovie generator, they would not see the same information as if they were connected to the erbe. The surgeon was able to activate both monopolar and bipolar energy with the 3rd party generator and proceeded with the case. There were no reports of patient injury.